Manufacturer narrative:
Implant date is not applicable since the product was never placed.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.